Manufacturer narrative:
No product was returned for evaluation as no malfunction was alleged and product is still in-situ. No lab reports or images provided. No treatment or recovery information provided. The tissue supplier was notified and conducted an investigation with no results at this time. Nuvasive instruments are cleaned and sterilized by user facility and sterilization records were not provided. The root cause has not be determined. Labeling review: "warnings and precautions: this allograft is intended for single patient, single use only. While donor screening, processing treatments and laboratory testing follow stringent specifications to reduce the risk of infectious agent transmission, human tissue has the potential to transmit infectious agents. Do not use if expiration date has been exceeded or if there is evidence of defects in package or label integrity. Do not sterilize or re-sterilize. Restricted to use by a licensed clinician. Trace amounts of processing agents may be present, including polymyxin b sulfate, bacitracin, gentamiacin, vancomycin, ethanol, iodine or hydrogen peroxide, and caution should be exercised if the recipient is allergic to these agents." "Potential complications: inherent uncertainty exists in medical and social histories and laboratory testing which may not detect known or unknown pathogens. Therefore, the following complications may occur with tissue transplantation: transmission of known pathogens including hepatitis b or c virus, human t-cell leukemia/lymphotropic virus, human immunodeficiency virus 1 & 2, syphilis or bacteria. Immune response to transplanted tissue. Transmission or causation or diseases of unknown etiology and characteristics."

Event description:
A patient underwent an anterior cervical discectomy fusion and post-operatively developed a deep wound infection.

Manufacturer narrative:
The MDR was submitted in error. A reassessment of the investigation was conducted. There are no reports of a nuvasive device causing or contributing to this reported event.